Event description:
It was reported that the right atrial lead exhibited noise. The noise could be reproduced with isometrics the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 11.2 cm to 12.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise.